Event description:
On 05/31/2024, zyno received a report from the customer reporting that the green filter insert (which had the filter cover on it) above the chamber was not secured in any way and could be pulled out easily. No patient injury/harm reported.

Manufacturer narrative:
The affected product had not been returned, they were requested to be return for further investigation. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This MDR will be reopened and updated in the event the affected product involved or additional information becomes available.